Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad is torn at the contrast key. The contrast and all other keys are responsive to user input and have spring back or click. Removed keypad for investigation and there was visible contamination under the up, down and contrast key contacts.

Event description:
Patient reported that the ok button sometimes needs to be pressed more than once to get it to respond. This occurred prior to the observation of a torn keypad. The patient also mentioned that the backlight button does not work when pressing it down. There was no adverse event associate with this complaint. The pump was replaced.